Manufacturer narrative:
(B)(4). List of associated devices: avantage reload acetabular cup / cementless / size 58, reference p0460p58, batch unknown; avantage e1 insert size 58 ø 28, reference p0561e58, batch unknown; biomet cobalt chrome, size 28, reference and batch unknown. Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
As reported, the patient is a male individual operated on the right side on (B)(6) 2013 with a primary total hip arthroplasty for a primary osteoarthritis. It was reported as well that the patient suffered from a periprosthetic neck fracture after a fall on the hip and was operated for a stem-head revision with explantation of the femoral component, followed by osteosynthesis and implantation of a revision femoral stem on (B)(6) 2020. In addition, as reported, the acetabular component is intact and remains in the patient.

Event description:
As reported, the patient is a male individual operated on the right side on (B)(6) 2013 with a primary total hip arthroplasty for a primary osteoarthritis. It was reported as well that the patient suffered from a periprosthetic neck fracture after a fall on the hip and was operated for a stem-head revision with explantation of the femoral component, followed by osteosynthesis and implantation of a revision femoral stem on (B)(6) 2020. In addition, as reported, the acetabular component is intact and remains in the patient. On february 25, 2021, additional information has been received from the surgeon who performed the initial surgery and review the surgical notes. It was therefore, reported that the surgeon had to had problems at primary operation with achieving successful stability and length, so he had to further ream the femur. Moreover, it was reported that during the revision surgery, the surgeon had to explanted primary prosthesis, then implanted a revisional mathys stem, made a reposition and then perform an open reduction internal fixation with hook plate, cerclage and screws.

Manufacturer narrative:
(B)(4). D10 - list of associated devices: avantage reload acetabular cup / cementless / size 58, reference p0460p58, batch 0000671014. Avantage e1 insert size 58 ø 28, reference p0561e58, batch 0000796734. Exceed abt m28-28 modular head 26mm +3.5mm neck type 12/14 taper, reference 650-0879, batch 2965522. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. On the x-ray before periprosthetic fracture, it can be noticed that the stem seems well in place. Received x-ray after periprosthetic fracture shows that the femur broke around the stem just below the lesser trochanter. Finally, x-rays after revision show that the stem was revised and the patient was implanted with hook plate, cerclage and screws. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due bone fracture: 1 complaint (1 product), this one included, has been recorded on aura ii total ha right size 8, reference p0126y08, from january 01, 2018 to april 12, 2021. 1 complaint (1 product), this one included, has been recorded on aura ii total ha right size 8, reference p0126y08, batch 0000512774. According to available data, the most probable root cause of the event would be the patient fall on its hip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
As reported, the patient is a male individual operated on the right side on (B)(6) 2013 with a primary total hip arthroplasty for a primary osteoarthritis. It was reported as well that the patient suffered from a periprosthetic neck fracture after a fall on the hip and was operated for a stem-head revision with explantation of the femoral component, followed by osteosynthesis and implantation of a revision femoral stem on (B)(6) 2020. In addition, as reported, the acetabular component is intact and remains in the patient. On february 25, 2021, additional information has been received from the surgeon who performed the initial surgery and review the surgical notes. It was therefore, reported that the surgeon had to had problems at primary operation with achieving successful stability and length, so he had to further ream the femur. Moreover, it was reported that during the revision surgery, the surgeon had to explanted primary prosthesis, then implanted a revisional mathys stem, made a reposition and then perform an open reduction internal fixation with hook plate, cerclage and screws.